Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/01/2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 485mg/dl with moderate ketones and nausea. The reporter noted the patient received unspecified phone advice, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that air bubbles were present in within the cartridge's insulin. This complaint is being reported because the reported health event was attributed to a cartridge malfunction.